Event description:
Co's rep is reporting that during a meniscal repair the silicone portion of the device inserter came off into the pt's joint. All was retrieved and the case was concluded successfully without further incident and there was no pt harm.